Manufacturer narrative:
(B)(4). Upon follow up, it was clarified that the report of shortness of breath and feeling overfilled were due to heart valve issues secondary to the patient¿s medical history of congestive heart failure. Although the symptoms were found to be related to the patient¿s medical history, the high drain alarm continues to indicate that the patient may have experienced an iipv event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Upon conclusion of the investigation, the cause was determined to be insufficient drain, one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the home choice (hc) machine, it was reported that the home patient (hp) manually drained 4864ml. The hp had felt bloated and was short of breath. The technical service representative assisted the hp in ending therapy and then hc then alarmed high drain/call pd nurse. The home patient¿s largest prescribed fill volume equaled 2400ml and the home patient¿s last fill volume equaled 1500ml. The technical service representative (tsr) would swap the home choice device. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.